Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, urinary problems, bowel problems, recurrence, and dyspareunia. The device remains implanted. No further complications have been reported in relation to this event.